Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator was not able to be interrogate with inductive telemetry. It was further noted that premature battery depletion was occurred on the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of premature battery depletion and the device failed to interrogate was confirmed by analysis. The cause of device failed to interrogate was due to low battery voltage which was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.